Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip hung in chiari network during positioning, unable to be removed). The reported foreign body in patient is a cascading event of the entrapment of the device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was then caught within a chiari network, troubleshooting was attempted but the clip was unable to be removed. The clip was successfully deployed. An additional triclip was then advanced within the patient and implanted successfully. The final tr was grade 2. There were no adverse patient sequela or clinically significant delays reported.